Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage at site event on 12-jun-2024 and 13-jun-2024. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.